Event description:
Reporter stated that a neonate capillary sample was tested, using the suspect device, with a result of 172 mg/dl. An additional sample was immediately acquired from the neonate, and when tested in the facility's lab, measured 115 mg/dl. No treatment was administered based on the value obtained on the suspect device. Reporter noted that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.